Event description:
Md used the echelon 60 stapler and had two fires without incident. When she attempted the third fire the stapler would not fire. A new stapler was opened and the defective stapler was removed from the surgical field.